Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 18-oct-2023 indicated that they were not able to move the device at all due to the resistance. They were nto able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft of the device. An unspecified guidewire was used successfully with the concomitant device prior to the encountered resistance. The mc did not kink or bent while in use. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, after a prowler select plus 150/5cm ((B)(4)) microcatheter was placed in target site, an enterprise2 4mmx23mm intracranial stent ((B)(4)) was delivered into the microcatheter (mc). The stent was impeded in middle section of the microcatheter and could not advance any more. The physician removed the microcatheter and stent from the patient¿s body and switched new devices to complete the surgery. Additional information received indicated that they were no able to move the device at all due to the resistance. They were no able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body/shaft of the device. An unspecified guidewire was used successfully with the concomitant device prior to the encountered resistance. The mc did not kink or bent while in use. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. E1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00722.

Event description:
As reported by the field, during a stent assist coil embolization, after a prowler select plus 150/5cm (606s255x, 31032659 microcatheter was placed in target site, an enterprise2 4mmx23mm intracranial stent (encr402312, 7190236) was delivered into the microcatheter (mc). The stent was impeded in middle section of the microcatheter and could not advance any more. The physician removed the microcatheter and stent from the patient¿s body and switched new devices to complete the surgery.